Event description:
It was reported that after a cardiovascular procedure, in bronchial suture, nothing unusual happened when using the stapler. Postoperatively, a few hours after the end of the intervention, the suture dropped causing an opening in the bronchial area. The staples did not hold. They noticed that the staples did not hold because the patient had an early fistula. In addition, a patient had a pneumothorax and bubbles. The product was thrown away after the surgery, so it was already thrown away when there had been the problem. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.